Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that the wound was checked, and no broken pieces were left behind in the pt. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.